Event description:
Serious injury involving one person. In early september patient seen by a physician due to experience of redness and pain in the left eye. Diagnosis was a corneal ulcer. Treatment is unknown. Ulcer has cleared and patient has resumed contact lens wear. Ciba vision has obtained very little medical information regarding this incident. Upon receipt of any significant information a follow-up report will be submitted.